Manufacturer narrative:
The company service representative examined the system and no information was provided to conclusively indicate nonconformance of the system contributed to the reported event. The system was then tested and met all product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The company representative was not able to find any issues associated with the handpieces during testing. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the phacoemulsification phase of a right eye procedure, there was no aspiration and the device occluded. An error message was displayed. The handpiece and the needle were replaced. They used the system in gravity mode and the procedure was completed. The patient experienced corneal edema. Additional information has been requested.